Event description:
(B)(4). Since the day my essure coils were inserted I've had severe pain on the right side of my body. So severe at times I cannot stand or walk. My periods are excruciatingly painful and I bleed excessively.